Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was screened and passed in secondary and alternate. However, during the case only passed in alternate 2x gain. The system was re-positioned, and they got primary to pass but after the case the patient failed all in upright posture. The patient was experiencing discomfort. The following morning the system was extracted, and the patient received a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was screened and passed in secondary and alternate. However, during the case only passed in alternate 2x gain. The system was re-positioned, and they got primary to pass but after the case the patient failed all in upright posture. The patient was experiencing discomfort. The following morning the system was extracted, and the patient received a transvenous device. No additional adverse patient effects were reported.